Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a bent cannula and perceived unexpected pump rewind behavior, with the device displaying insulin usage while the piston advanced to engage the cartridge plunger; the user replaced multiple 23 in 6 mm infusion sets and was provided replacement connectors, infusion sets, and cartridges, along with troubleshooting and education. Symptoms included vomiting. Outcomes included transient impact on blood glucose control without hospitalization or professional medical intervention at a facility. Investigation included technical support review, user education on pump mechanics, and coordination for replacement supplies. Investigation of this case revealed infusion set/cannula involvement and user difficulty visualizing priming due to limited vision, with no device alarms reported. It was concluded that hyperglycemia occurred in the context of infusion set issues and user handling, with corrective actions consisting of replacement supplies and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.